Event description:
It was reported that the patient experienced a shocking or jolting sensation following some type of environmental exposure. The patient had an intermittent shocking sensation when she was in (B)(4) the other day. The shocking occurred once while in store in aisle, and the other time when outside of store in parking lot. It was unknown regarding the patient's actions or body positioning at time of incidents due to the fact patient was implanted with a restore sensor device. Follow up reporting noted that there were no device malfunctions. They ran impedance test and checked orientation of device. The device was set too high for "upright and mobile." All system checked out normally and the patient was doing fine.

Manufacturer narrative:
Anchor model # 3550-39, lot # n302346, implanted (B)(6) 2011, explanted unknown; lead model # 39286-65, lot # v809841046, implanted (B)(6) 2011, explanted unknown; passer model # 8591-38, lot # d07347, implanted (B)(6) 2011, explanted unknown; accessory passing elevator model # 3550-p4, lot # n296048, implanted (B)(6) 2011, explanted unknown; cable model # 355531, lot # n302329, implanted (B)(6) 2011, explanted unknown; programmer model # 37744, lot # nkt017196n; recharger model # 37754, lot # nku012988n.